Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that patient faced tape on sticking event on (B)(6) 2024. The patient reported that infusion set did not adhere. No further information available.

Manufacturer narrative:
(B)(4).